Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the mid right coronary artery (rca) with direct stenting performed with overlapping 2.75 x 23 mm and 2.75 x 15 mm stents, in the proximal left anterior descending artery (lad) with one 3.5 x 23 mm stent, in the mid lad with one 3.0 x 28 mm stent and in the distal lad with one 3.0 x 18 mm stent. On (B)(6) 2011, the patient presented to the cardiologist office with chest pressure, shortness of breath and extreme weakness. On (B)(6) 2011, the patient was hospitalized, treated with medication and underwent percutaneous coronary revascularization with coronary stents for a 99% restenosis in the proximal lad and 80% restenosis in the mid rca. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stent: xience v 3.0 x 18 mm, xience v 3.0 x 28 mm, xience v 2.75 x 15 mm, xience v 2.75 x 23 mm other: aspirin. The 2.75 x 15 mm xience v and the 2.75 x 23 mm xience v indicated are being filed under separate medwatch MFR numbers. There was no reported product deficiency. The reported angina, dyspnea, and restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.